Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona stemmed tibial component size h right catalog #: 42532008302 lot #: 64475385, persona all poly patella 38mm catalog #: 42540000038 lot #: 66792586, persona medial congruent articular surface right 14mm size 12 gh catalog #: 42522101014 lot #: 65376789. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing unknown post-operative complications following knee arthroplasty. Attempts have been made, however, no additional information is available.